Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000424, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the second dongle was broken off the rear cab breakout panel causing the system to remain in e-stop. The rear cab breakout panel was replace. The system then passed the system checkout and was found to be fully functional. The rear cab breakout panel was returned to the manufacturer for analysis. Analysis found the jack screws were broken off causing an insecure connection with the assembly housing. Analysis found that the reported event was related to physical damage. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the imaging system was unable to reset and was stuck in e-stop mode. It was found that the dongle posts were broken off and the dongle cannot be securely attached to the image acquisition system (ias). There was no patient present at the time of the event.